Event description:
The patient stated that on (B)(6), he changed from program 3 at 4.6 volts to program 4 at 4.0 volts and is receiving symptom relief again. The issue has been resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2020 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient did very well for a while except over the last 2 months has become less and less effective. He increased amplitude a couple times but this has not resolved the issue. He is getting up 3 to 4 times per night which is more than he previously was but not as much as baseline. Patient stated he just left his managing healthcare provider's (hcp) office and was directed to call the manufacturer representative. Patient will plan to increase amplitude until he perceives comfortable stimulation sensation for a week and if not resolved will change programs. There were no device issues reported. On 2020-04-27, additional information was received from the patient who states he is still getting up multiple times a night to use the bathroom and feels an urgency about every hour. After the last call the patient had increased stim on p3 and has since changed to p4 (maybe 3 weeks ago) and is still not having symptom control. Patient increased stim on p4 from 3.3 to 3.7 v and feels comfortable stim. Patient services reviewed options of increasing stim and changing programs. Patient states when he changed from p3 to p4 he felt stim was too high saying 'it jumped'. Patient services walked the patient through how to lower stimulation on each non-active program so that the 'jump' will not occur if/when he changed programs again. No further patient complications are anticipated or expected as a result of this event.